Event description:
User opened the package, and conducted the first biopsy while found the needle tip bent. User changed to another same device to complete the procedure. Proximal needle kink observed during lab evaluation confirmed by the customer. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/ 510 k#: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/ 510 k#: k210476 device evaluation 1 unit of lot c2065816 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 28 march 2024. Visual inspection: stylet not returned, severe kink below sheath extender observed, functional inspection: sheath extender able to retract fully but unable to advance pass below sheath extender, attempted to advance needle handle but unable too, needle removed from the device and proximal break observed below sheath extender. This file is associated with the following complaint pr (B)(4). Pr (B)(4), captures the needle tip bent. Clarification was requested as follows. "Would you kindly go out to the customer to confirm if proximal kink or break was observed?" Reply was received as follows. "Kindly be noted sales rep. From distributor confirmed the proximal kink." Manufacturing records prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2065816 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the warnings section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink observed by the customer. The proximal break observed during the lab evaluation was most likely caused due to transport returns. A CAPA (pr (B)(4) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this kink is considered outside the scope of the CAPA. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: 1 unit of lot c2065816 of echo-19 was returned opened in its original packaging. Confirmed quantity, 01 device was confirmed used. According to the initial report, the patients did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to device handling potentially on removal of the device from the packaging or damage during set up, insertion/advancement down the scope resulting in the proximal kink.

Event description:
A supplemental report is being submitted due to completion of the investigation on 27 nov 2024.